Event description:
It was reported that while the customer was in the hospital for a reason unrelated to his diabetes, he suffered a severe hypoglycemic reaction. The reported blood glucose reading was 35 mg/dl. Prior to the event, the customer had delivered a bolus of 6.5 units, which the customer's nurse stated he should not have delivered. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.